Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had issue of possible under delivery and customer was hospitalized due to high blood glucose of 29mmol/l on (B)(6) 2018. Customer was wearing insulin pump at time of hospitalization. Customer's current blood glucose was 4.6mmol/l. Insulin pump will be return for analysis.